Event description:
It was reported that after unpacking, a shaft fracture was identified. The 150mmx10mm renegade hi-flo catheter was broken into pieces when the package was opened. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after unpacking, a shaft fracture was identified. The 150mmx10mm renegade hi-flo catheter was broken into pieces when the package was opened. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found the catheter shaft was broken 9.7cm from the proximal with 5.5cm of braid exposed. Coating damage was evident distal to the break. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is use/user error. The root cause of this is "user did not adequately flush carrier tube per dfu instructions." (B)(4).